Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery bypass grafting (CABG), six threads broke. An additional product was used to complete the case.